Event description:
It was reported that the patient presented for device upgrade. Externalized conductors were noted via fluoroscopy. All electrical measurements were normal. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.